Manufacturer narrative:
Sections d4, h4: additional information. Manufacturer's investigation conclusion: a direct correlation between (B)(6), and the report of suspected device thrombus could not be conclusively determined through this investigation. The patient remains ongoing on (B)(6). The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2014, via (B)(4). The heartmate ii left ventricular assist system instructions for use lists thrombus as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient care and management section of the instructions for use outlines the indications of thrombus and how to respond to such events no further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
Event date is estimated. It was reported that the event took place in 2017. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was treated for pump thrombus. No echo or speed study was performed. Patient¿s aspirin increased to 162mg, log files not suggestive of partial pump thrombus either, patient denies any hematuria or dark colored urine. The plan was to continue to monitor lab results.